Event description:
It was reported that the patient had a spike on a pressure bag that came loose and sprayed saline over the universal battery charger (ubc). The ubc sparked. All devices were unplugged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the universal battery charger was confirmed. The universal battery charger (ubc) (serial number: (B)(6)) was returned to the service depot and was evaluated and tested on 05feb2024. The ubc was opened, and numerous components were found to be electrically compromised due to fluid ingress. The unit was not powered on due to the fluid ingress and therefore no functional testing was performed. Further testing was performed within product performance engineering. The ubc was connected to ac power; however, upon flipping the power switch, the ubc was unable to boot up and power on. The housing was removed, and fluid residue was observed throughout the power supply printed circuit board (pcb). Additionally, numerous components were found to been electrically compromised due to fluid ingress. No further testing was performed. The root cause for the fluid ingress was unable to be conclusively determined through this analysis. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and the universal battery charger passed all manufacturing and qa specifications. Customer order was shipped on 26sep2023. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use stated, "to avoid the risk of electrical shock, plug the battery charger into a properly tested and grounded ac electrical power outlet that is dedicated to battery charger use". "Keep the battery charger dry and away from water or liquid". The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.